Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The issue was reported to philips because the device fails the defib test in opcheck. There was no report of patient involvement.

Event description:
The issue was reported to philips because the device fails the defib test in opcheck. There was no report of patient involvement.